Event description:
Boston scientific received information that, during follow-up, high out of range pacing impedance measurements were observed in the atrium. There was also noise on the atrial electrogram (egm). An x-ray was performed, and no anomalies were noted. The decision was made to reprogram the device to vvi, and monitor the patient instead of performing a revision. There were no adverse patient effects reported.

Manufacturer narrative:
This right atrial (ra) lead remains in service. At this time, there is no additional information. Should additional information become available this report will be updated.